Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material had entered under the lens through a crack found during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings, during inspection and testing of the returned device, service found that due to deformation of the up/down and right/left knobs, and due to wear of the angle wire, there was play in the up/down and right/left knobs. The air/water cylinder and suction cylinder were discolored, the indication of the lock engagement lever was unclear, the plug unit was deformed, the distal end cover was dented and deformed, water tightness was lost due to adhesive peeling between the light guide lens and the distal end, the objective lens was cracked, the adhesive around the light guide lens was cracked, there was a gap in the adhesive of the bending section cover (a-rubber), the connecting tube coating was peeling, the universal cord was deformed, the bending angle in the up/down/left/right directions did not meet specifications due to wear of the angle wire, and third party repair was identified. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the optics of the evis exera iii colonovideoscope were defective and there were "crumbs" under the cover lens. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the customer complaint was confirmed. Foreign material was found under the charged coupled device cover lens. The foreign material could not be removed since it was under the lens. The report is being submitted due to the foreign material found under the lens during evaluation.